Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer's blood glucose level was unknown. The customer was reported that the lcd screen had crack and due to this customer was not able to read certain things on display of insulin pump. The customer was advised that the insulin pump need to be replaced and discontinue the use of insulin pump. The insulin pump will be returned for analysis.